Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on their own, and the malfunction alarm did not recur after resetting. Technical support instructed the customer to continue using the pump and to call back if the malfunction code reappears.